Manufacturer narrative:
Exact date unknown, event occurred three months from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 5041816/5041919.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein all device components were explanted.

Manufacturer narrative:
The suspect medical devices reported in this MDR form were not explanted. Therefore, this event should not have been reported on a 3500a MDR form.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein all device components were explanted. The explanted products will not be returned.